Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was originally logged on (B)(4) 2012 however there is no data in the black box for that date. The date range of data in the black box is (B)(4) 2012. A review of the available data from the black box indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The pump was exercised for 24 hours with no issues occurring. The force sensor resistance measurement was found to be out of specification. Evaluation revealed contamination on the force sensor. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6). Correction number:2531779-03/24/2010-003-r.